Event description:
Customer called for help using the meter. Troubleshooting by phone showed that the standard strip was out of range. The device was replaced and the defective one returned for investigation.